Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and many non-sustained episodes which were oversensing. An x-ray indicated that the right atrial (ra) lead and right ventricular (rv) lead had retracted a bit from the connector block. In addition, loss of capture was observed. The rv lead was reprogrammed and the leads were subsequently repositioned and remain in use. No patient complications have been reported as a result of this event.